Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73g1900483 was manufactured on 07/16/2019 a total of (B)(4) pieces. Lot was released on 07/30/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its first clip out of position in the channel. The sample appears used as there is biological material present on the device. Reference file anp1900075537 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load , and it had a broken hook. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. One of the remaining clips was broken at the hook. A CAPA has been opened to further investigate the clip stacking issue. Reference file anp1900075537 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was returned. The sample was returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. One of the clips was found to be broken at the hook. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during a surgery procedure that item ae05ml lot#73g1900483 misfired 6 times. He stated that per the notes, the patient is okay.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a surgery procedure that item ae05ml lot#73g1900483 misfired 6 times. He stated that per the notes, the patient is okay.